Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: infective endocarditis mimicking reactive arthritis: a diagnostic detour b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "infective endocarditis mimicking reactive arthritis: a diagnostic detour", was reviewed. The article presented a case study of a 29-year-old male patient with a history of pruritic, erythematous papular rash, bilateral knee pain and swelling, fever, nausea, vomiting, oligoarthritis, dactylitis, preceded be febrile illness, multiple subacute posterior circulation infarcts involving both cerebellar hemispheres and the right thalamus, and tachycardia. On an unknown date a 25mm st. Jude mechanical valve was chosen for mitral valve replacement. The device was implanted. During the patient's postoperative course, the patient experienced an episode of supraventricular tachycardia that was treated medically and migraines that were resolved with rimegepant. At 4-month follow-up the patient demonstrated fully neurological recovery and resolution of joint symptoms, and normal function of the mechanical aortic valve. [The primary and corresponding author was kreshnik zejnullahu, division of hospital medicine, department of medicine, university of san francisco, 521 parnassus avenue, box 0131, san francisco, california 94143-0131, USA, with corresponding e-mail: kreshnik.zejnullahu@ucsf.edu.].